Event description:
It was reported that customer experienced non-resettable malfunction alarm identified as malf 1 on insulin pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts instructed customer to place pump in storage mode and return device using prepaid label, and replacement pump was arranged.